Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier is scissoring and the clips are not fully advancing. The clips are not fully closing. There was a bile leak post op an the patient was brought to repair the leak. There were no other patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Surgeon said no. Was any unexpected resistance felt while firing the trigger? Surgeon said no. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? Cholelithiasis . What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. What was the time interval between releasing the patient from surgery and their return? Unknown. What was the source of the bile leak(patient side or wound side)? Patient. What was done to resolve the leak? Unknown. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.